Manufacturer narrative:
(B)(4).

Event description:
The patient reported they were experiencing uncomfortable stim which was intermittent and leaking which was daily. There were no trauma/falls reported that could be related to this issue. Regarding was the stim issue reported related to positional movement, it was noted: yes. The patient felt the uncomfortable stim usually when sitting and sometimes when walking.the patient planned to call the doctor and ask for direction on if it was ok to change the setting and if so how long to leave on the setting before making another adjustment. This was considered a sudden change in therapy/symptoms. Event 1 - uncomfortable stim - the patient stated he was getting uncomfortable stimulation. It felt like a jagging or like he was sitting on a needle. It was not all the time, but once in a while. Event 2 - leaking - the patient stated stim had not controlled the leaking he had had prior to implant . The patient was able to use the programmer and verify stim was currently on. The patient was set on program 1 at 6.9. The patient did not want to turn stim down because he was trying to stop the leaking. Event dates: event 1 -(B)(6) 2015 uncomfortable stim and event 2 - (B)(6) 2015 leaking. Indication for use was noted as: gastrointestinal/pelvic floor . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient notified their managing health care provider (hcp) about their lack of relief and uncomfortable stimulation over the phone. The patient did not have any appointments with their hcp. The circumstance that led to the event was that the patient had an uncomfortable stabbing feeling in the groin area. The step taken to resolve the lack of relief and uncomfortable stimulation was that the patient called their hcp. It was explained to the patient about changing programs and the patient changed to program 2 and the problem had been solved. The patient felt they should have been told how changing the program to another number stimulated different areas. After talking to their hcp's assistance, they told the patient what to do.